Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an ¿unable to proceed¿ alert during an ilet supply change. After two restarts and a dry run to 165 units, the issue resolved. The user completed the supply change, resumed insulin delivery, and blood glucose remained stable.